Event description:
On 25-jul-2025, the user reported that earlier in the day their blood glucose (bg) dropped to 52 mg/dl and remained low for about two to three hours. The user treated with orange juice, skittles, and m&ms. The user requested a follow-up call, and by (B)(6)2025, bg had been corrected by the ilet and remained in range since 3 am. No symptoms or medical intervention were reported.